Event description:
The user facility reported that an employee injured their hand while retrieving an instrument rack from their cart washer. The employee went to the ER and confirmed multiple injuries.

Manufacturer narrative:
A steris service technician inspected the washer and found it to the operating properly. No issues were noted and the washer was found to be operating to specification. The technician further inspected the instrument rack and no issues were noted. The washer and instrument rack were returned to service and no additional issues have been reported.while the employee was removing the instrument rack from the washer the instrument rack made contact with the washer door. The employee pulled on the instrument rack and it was during this process that the employee sustained the injury. The steris account manager offered in-service training on the proper use and operation of the washer and the user facility accepted.